Event description:
It was reported that a blood leakage alarm occurred 10 minutes after the start of a patient's continuous renal replacement therapy (crrt) while using an ultraflux dialyzer. The nurse found a visible discoloration of the filtrate set. The patient¿s treatment was immediately stopped by reinfusion. Treatment was reset up with new supplies from the same lot and the situation reoccurred. Treatment was again reset up with supplies from a different lot and the treatment was completed without issues. The patient experienced approximately 50ml of blood loss. The sample is not available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Note: this report captures the second of two events involving the same patient, please see associated MDR (MFR report #: 3002807005-2024-00049). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Due to the insufficient information/data we are unable to evaluate the complaint. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A review of the relevant quality documents related to the batch or a retention sample analysis was not possible as no batch number was provided. Complaint history review for affected product and product family: without the batch number a trend for this batch is not possible.

Event description:
It was reported that a blood leakage alarm occurred 10 minutes after the start of a patient's continuous renal replacement therapy (crrt) while using an ultraflux dialyzer. The nurse found a visible discoloration of the filtrate set. The patient¿s treatment was immediately stopped by reinfusion. Treatment was reset up with new supplies from the same lot and the situation reoccurred. Treatment was again reset up with supplies from a different lot and the treatment was completed without issues. The patient experienced approximately 50ml of blood loss. The sample is not available for evaluation. Additional information requested but has not been obtained.

Event description:
It was reported that a blood leakage alarm occurred 10 minutes after the start of a patient's continuous renal replacement therapy (crrt) while using an ultraflux dialyzer. The nurse found a visible discoloration of the filtrate set. The patient¿s treatment was immediately stopped by reinfusion. Treatment was reset up with new supplies from the same lot and the situation reoccurred. Treatment was again reset up with supplies from a different lot and the treatment was completed without issues. The patient experienced approximately 50ml of blood loss. The sample is not available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d4 and h6. Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available and no meaningful pictures were attached. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR) shows products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.